Manufacturer narrative:
The field service engineer changed the sample probe and adjusted the probe assembly. There was a worn spring on the sample probe mechanism. The probe cover, which includes the spring, was replaced. The analyzer was confirmed to be running back within specifications. No further issues have occurred since these actions. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with ca2 calcium gen.2, crpl4 c-reactive protein gen.4, and gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The samples initially resulted with zero values for the calcium, crp, and glucose assays. The samples were repeated and the repeat values were plausible. No specific values were provided. The calcium, crp, and glucose reagent lot numbers and expiration dates were requested, but not provided.